Event description:
Add'l info rec'd from MFR 8/14/02: the v.a.c. Device was first cleared by the FDA in 3/95 as "a powered suction pump that is intended for use on pts who would benefit from a suction device, particularly as the device may promote wound healing, including pts who would benefit from vacuum assisted drainage and removal of infectious material or other fluids from wounds under the influence of continuous and/or alternating suction pressure". The types of wounds for which v.a.c. Therapy has been indicated include chronic, acute, traumatic, subacute and dehisced wounds, diabetic ulcers, pressure ulcers, flaps and grafts. The catalog number of the v.a.c. Device is m8259924. The pt was diagnosed with advanced hodgkins lymphoma and obesity and had suffered from multiple complications of a prior lymphectomy. Discussions with the attending physician (further referred to as the "doctor") revealed that internal bleeding from the site of the lymphectomy became evident at the site of a surface wound being treated by the v.a.c. Device. When the v.a.c. Device was disconnected for purposes of assessing the source of the bleeding, the internal bleeding continued to exit from the site of the surface wound. Caregivers were unable to fully address the internal bleeding at the lymphectomy site and the pt later died as a result of a pulmonary embolism. The doctor reported there was no causal relationship between this incident and the v.a.c. Therapy. A routine quality control check performed on the device confirmed that it was functioning in good working order.

Event description:
Pt. Started on vacuum assisted closure (vac) wound therapy to rt. Groin site at 125mmhg, continuous mode. Twelve days later spouse noted blood in vac tubing, clamped tube and called 911. Pt transferred to hosp, continued to bleed and expired. No problem with equipment was noted.